Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No attempt made to open with hands; not on a vessel; another device was opened and used.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device passed self-test. During the procedure there was a claim that the jaws of the device would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.